Manufacturer narrative:
H.6. Investigation: investigation summary: the inquiry involved a discrepancy between the usp units displayed on a bd website (url: https://www.bd.com/en-ca/products/blood-and-urine-specimen-collection/venous-collection/vacutainer-blood-collection-tubes/view-chemistry-tubes) and the heparin unit label. The unit label has 79 usp printed on it and is correct (per the unit label drawing), while the bd site has 690usp. Investigation conclusion: the unit label for the product is accurate, while the bd site is inaccurate. Root cause description: the bd site is inaccurate. The exact root cause could not be determined; however, there is no issue with the unit label. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. However, the bd site has been updated to display the correct units, per the unit label drawing.

Event description:
It was reported that labeling error occurred with a bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes. The following information was provided by the initial reporter, "I have a question regarding your lithium heparin vacutainers. We typically order these bd tubes from vwr and have noticed that although the pn is the same for each, the units of lihep stated on the package label is different than what is stated on the bd website. Can you tell me why this might be? Have these tubes changed over time but the pn remained the same?" 1 of 2 complaints.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labeling error occurred with a bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes. The following information was provided by the initial reporter, "I have a question regarding your lithium heparin vacutainers. We typically order these bd tubes from (B)(4) and have noticed that although the pn is the same for each, the units of lihep stated on the package label is different than what is stated on the bd website. Can you tell me why this might be? Have these tubes changed over time but the pn remained the same?" 1 of 2 complaints.